Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet with a dexcom g7 experienced a severe hypoglycemia event overnight, characterized by shaking and profuse sweating, after going to bed with elevated glucose and adapting meal announcements in a manner that increased algorithmic correction aggressiveness; a 55 alert was noted, and the event resolved after ingestion of carbohydrate over approximately ninety minutes. Symptoms included tremors and diaphoresis without loss of consciousness or seizure. Outcomes included the need for partner assistance and prolonged recovery, with subsequent stability after follow-up recommendations, including meal announcement education and adjustments to targets and fr, resulting in reported time in range. Investigation included user interview and troubleshooting with education regarding proper meal announcement to avoid algorithm maladaptation. Investigation of this case revealed user technique contributing to hypoglycemia, with no device malfunction reported for the ilet system or its components. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to multifactorial factors with probable user-related contribution. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.